Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device. (B)(4).

Event description:
The abstract of a research article was received. The research aimed to assess the efficacy of vns therapy through a retrospective review of implanted patients at one facility between december 2010 and march 2015. Within the abstract, it was noted that two patients were excluded from the study after undergoing vns explant due to surgical site infection early in treatment. No additional relevant information has been received to date.